Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the doctor was removing the line and the uvc snapped off as he was pulling it out. The customer states the doctor then had to remove the rest of the line that was still inserted in the patient and that the doctor carefully ensured that proper technique was done to ensure the patient was not harmed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.